Event description:
During an initial implant procedure, it was not possible to secure the lead because the set screw was not able to tighten in the header. A new device was selected for implant to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of setscrew came out stuck to the torque wrench was confirmed. Analysis revealed that ventricular setscrew became stuck to the tip of the torque wrench due to incorrect insertion of the torque wrench into the inset of the setscrew. The physician forced the wrench tip into the setscrew inset with the corners of the wrench tip being forcefully wedged into the setscrew inset walls which stuck the setscrew to the wrench tip. The setscrew stuck to the wrench tip was then pulled out of the device through the septum by the physician. This was caused by incorrect wrench insertion. The wrench tip has to be aligned with the setscrew inset for it to correctly and fully insert. The wrench can then correctly tighten the setscrew. Then it can be removed from the setscrew normally. The anomaly is related to the user/physician's incorrect use of the torque wrench.